Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that on 01-mar-2022, the patient's infusion set's tubing detached/broken at the site connector. Moreover, the infusion set had been used for 4-6 hours. Further, they replaced the infusion set and insulin was resumed successfully. No further information available.